Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-012: product expired. Note: manufacturer contacted customer in a follow-up call on 13-feb-2023 to ensure that the initial concern was resolved - able to establish contact with customer who stated is comfortable with the glucose readings from the product.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 159, 158, 113, 193 and 105 mg/dl. The customer¿s expected am fasting blood glucose test result range is 105-115 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification (kitchen). The test strip lot is expired: manufacturer¿s expiration date is 01/29/2023 and test strips were opened one week prior to call. The customer did have another vial of test strips that had been stored and handled correctly: lot number za4855s, manufacturer's expiration date is 01/25/2024 and open vial date is 01/31/2023. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 113 mg/dl and 120 mg/dl using true metrix meter; customer was satisfied with the results obtained. The meter memory was reviewed for previous test result history: result 1: 159 mg/dl, date: (B)(6) 2023, time: 9:10 am, fasting; result 2: 158 mg/dl, date: (B)(6) 2023, time: 9:08 am, fasting; result 3: 113 mg/dl, date: (B)(6) 2023, time: 8:25 am, fasting; result 4: 193 mg/dl, date: (B)(6) 2023, time: 8:23 am, fasting; result 5: 105 mg/dl, date: (B)(6) 2023, time: 10:00 pm, 2 hrs. After meal.